Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indications for use was spinal pain. It was reported that the pump was removed two weeks ago due to lack of therapeutic benefit. The patient stated that they has some issues and concerns over the incision site and the way it looked and felt; there is a "hard ball underneath the scar as if the pump is still there." The patient stated that they spoke to the physician that put the pump in and they said it's scar tissue. The manufacturer's patient services specialist (pss) advised that the patient's questions and concerns regarding the implant site are medical in nature and that they should consult a healthcare provider (hcp). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient called back re-reporting the previously documented information. The patient wanted to know what to do next. Pss informed the patient that the manufacturer did not have medical training and redirected the patient to their hcp. The patient stated their doctor told them there is nothing they can do. The patient stated that it was "uncomfortable" and they "can't live like this". The patient wanted to know their next step. Pss again redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient's pump was removed because the patient had spine surgery with pain resolution. It was stated that the pump was not required any longer, so it was explanted.

Event description:
Additional information received from a consumer (con) reported their physician originally indicated the bulge at the incision site had been scar tissue but after the patient saw the physician again they had removed 55cc of fluid and stated there had been a seroma at the explant site. The patient re-reported they never had relief and the dilaudid had been in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.